Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the distal portion of the needle was broken. Also, the white flag was missing. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 60609, and no nonconformances were identified. The possible root cause for the needle broken tip could be attributed to repeatedly passing the needle through excess tissue caused the needle to fatigue and break; the gun possibly had seen heavy use and repeated cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on an unknown date, it was observed that the expressew iii needle device broke while piercing the supraspinatus. The small needle tip could not be found/identified; and therefore, remained in the patient. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during a rcr procedure and piercing the supraspinatus with the expressew iii ac+, the needle somehow broke. It was only detected at a later stage and the root cause of the breakage could not be identified. The needle was replaced and the procedure could be finished. The small needle tip could not be found/identified and therefore remained in the patient. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the distal portion of the needle is broken; therefore, this complaint can be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo provide evidence to confirm this complaint. The possible root cause for the needle broken tip can be attributed to repeatedly passing the needle through excess tissue causes the needle to fatigue and break; the gun possibly has seen heavy use and repeated cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.